Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative reseated the central processing unit (cpu) printed circuit board (pcb) and cables. The company representative, then reset the switches, and reloaded the system software to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 5, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of system shut down can be attributed to non-conforming software, insufficient contacts of the host cpu pcba, and cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system shut down and made a clicking sound before surgery. There was no patient involved.